Event description:
The customer reported the machine was turning off automatically. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the machine was turning off automatically. There was no reported pt involvement. The customer isolated the issue to a defective battery. The customer replaced the battery which resolved the issue. We will consider this a malfunction of the battery where the device turned off automatically.